Event description:
It was reported when using the bd pyxis medstation es system, the drawer failed and unexpectedly stopped responding. The customer stated that there was a delay and the nurse needed to access another device and/or have called down to central pharmacy for required medication. The device is on a busy med/surg floor but not used in critical procedures. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty controller board. A field service engineer replaced the pyxibus module controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer failed and unexpectedly stopped responding. The customer stated that there was a delay and needed to access another device and/or have called down to central pharmacy for required medication. There were no adverse events or injuries reported based on this event.